Manufacturer narrative:
A ge service representative performed an onsite investigation and began repairs but there were additional problems and the customer did not approve additional repairs. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not work and the battery needed to be replaced. No patient injury was reported.